Event description:
A patient's roommate reported a medication leak inside of the hardshell and into the pouch. They were assisted in clamping the patient's line and to report to the clinic in the morning. Medication unknown. Infusion parameters unknown.